Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock. Upon review, it was noted that the patient had multiple non sustained ventricular tachycardia's that did not allow the device to return to sinus. This resulted in an incorrect ventricular fibrillation diagnosis, leading the device to deliver therapy. Programming changes were made. No further information is available at this time.